Event description:
It was reported that during a lap gastric bypass procedure the device locked on tissue. The device was cut off tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.